Event description:
Customer is having issues with meter: meter isn't giving correct results and strips are reading in the 500's. Customer only used the meter about 5 times. Started noticing the high readings in (B)(6), but put the meter up due to the inaccurate readings and only testing once a week.